Event description:
It was reported that this pacemaker was behaving in a manner similar to a recorded 1003 code indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker was behaving in a manner similar to a recorded 1003 code indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Additional information: physician elected to reprogram device to vvi to adjust non-atrial sensing mode. These changes were made to restore battery longevity as the device remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.